Manufacturer narrative:
Covidien reference (B)(4). The covidien service engineer (se) verified the malfunction in the memory logs but the se was not able to duplicate the alleged failure. The se replaced the battery as precautionary measure. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during loss of power in the hospital and while in use on a patient; an 840 ventilator did not stop ventilating but generated a battery alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.